Manufacturer narrative:
The serial number of the cobas 5800 was (B)(6). It was indicated that the approximate size of the laboratory room is 10 square meters. According to the operator, there is no ventilation in the room and no air exchange. After the incident, a ventilation system was installed in the laboratory. However, the engineer who inspected the analyzer and the room, concluded that this ventilation was insufficient. Per the safety data sheets of the cobas hpv assay as well as the user assistance of the cobas 5800 instrument, the need for sufficient ventilation (air exchange) is described; "provide sufficient air exchange and/or exhaust in work rooms." The investigation determined that the root cause has been identified to be operating in a small room without sufficient air exchange.

Event description:
The initial reporter alleged that during the use of the cobas 5800 instrument experienced a chemical burn to the upper respiratory tract. It was alleged to have occurred during an hpv run where a sharp unpleasant odor emanated from the device. The operator allegedly sought medical support and went to the hospital and was diagnosed with a chemical burn of the upper respiratory tract. It is unknown what kind of medical treatment was provided. Allegedly, before the incident the operator had no health problems. Although multiple attempts were made, no additional information on the operator's status could be provided.